Event description:
Ous MDR - it was reported that the patient had an episode of bradycardia while the pacemaker was in aai mode. Afterward, it was found that the bradycardia was because, the patient had av conduction disturbances while in aai mode and it appears the device was not the cause. However, this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status ok. The device was implanted for 22 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.